Manufacturer narrative:
For all samples, no questionable results were reported outside of the laboratory and the repeat values were deemed correct. One level of control was outside of range for sodium. One level of control was also outside of range for all ise tests. The sample centrifugation time may have been shorter and the speed may have been higher than recommended by the tube manufacturer. The field service engineer found an issue with a probe slider. The slider was replaced. An issue was also found with some valves. The valves were replaced and the ise units were cleaned. The engineer ran activator on the ise system. The customer ran controls and these passed. No further issues occurred after these actions. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Event description:
The initial reporter stated they received discrepant ise results for 8 patient samples tested on a cobas 6000 c (501) module. Results for the following parameters are affected: na electrode, k electrode, and cl electrode. This medwatch will apply to the na electrode. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the k electrode and refer to the medwatch with a1. Patient identifier (B)(6) for information related to the cl electrode. Refer to the attachment for all patient data. All results in the "repeat 1" column, except for sample 2, were automatically repeats performed on the complained analyzer. Results in the "repeat 2" column were measured on a second analyzer. Discrepancies were first found for samples 1 and 2. No questionable results from these samples were reported outside of the laboratory. The samples were repeated and the repeat values were deemed correct. The customer performed maintenance on the analyzer, but this did not resolve the issue. The customer then reported they had result discrepancies for samples 3-8.

Manufacturer narrative:
The serial number of the c501 analyzer is (B)(6). The customer noted that the issue is still occurring. The investigation is ongoing.